Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that blood glucose value frequently goes under 60 mg/dl. Customer blood glucose was 108 mg/dl. Customer followed troubleshoot and the pump seems ok. No harm requiring medical intervention was reported. The device will not be returned for analysis.